Event description:
Patient informed nurse infusion pump was off at 0145 which was noticed by the rn who arrived at her house for 5fu infusion disconnect. The patient did not hear any alarms. Nursing placement replaced battery and pump started running. The patient had 18 hrs left to infuse. He returned to patient's house the next morning and disconnected pump when 5fu had finished infusing.